Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using three surgical fibers during a prostate procedure, an "excessive fiber use" message was received. The procedure was completed using a alternate procedure (not greenlight). The patient outcome was reported to be "ok" - there was no injury reported.. This report is for the third surgical fiber used.

Event description:
It was reported that while using two surgical fibers during a prostate procedure, an "excessive fiber use" message was received. (It was originally reported that three surgical fibers were used). This report is for the first surgical fiber used, not the third as originally reported.